Event description:
Procedure: orthopedic. Reportedly, during an operation on the left foot, the surgeon felt extreme heat and burning sensation on the left hand as coagulation begun. The dressing started to catch fire. There were multiple burns (2nd degree0 on the pt foot and toe away from the coagulation area.